Event description:
On 11/16/06 teleflex medical rec'd MDR#2200310000-2006-8043. Event desc: during procedure, surgeon complained the cautery was not working. Pt was noted to have a small burn to the lower right side of the lip. Bovie checked by bio-med and working properly. Device usage problem: device was hard to use.

Manufacturer narrative:
H3: the device has been requested for eval, but has not been rec'd. Should the device be rec'd for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available.